Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported the patient's tined lead has migrated and causing pain in their leg when the therapy was on. The patient turned off the stimulation, and the pain went away. The patient did not report any falls or anything they can think of that could have caused the migration. The physician did take an x-ray of the migration, but the clinical specialist did not have access to it. The patient had their revision surgery of the tined lead. They kept the same ins. The patient is doing great with symptoms and is happy with results from the revision.

Event description:
It was reported the patient's tined lead has migrated and causing pain in their leg when the therapy was on. The patient turned off the stimulation, and the pain went away. The patient did not report any falls or anything they can think of that could have caused the migration. The physician did take an x-ray of the migration, but the clinical specialist did not have access to it. The patient had their revision surgery of the tined lead. They kept the same ins. The patient is doing great with symptoms and is happy with results from the revision.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Correction: block e1: initial reporter email.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 this report is being filed for a correction to field h6. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegations relate to pain, undesired sensations, stimulation-related, and migration which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient's tined lead has migrated and causing pain in their leg when the therapy was on. The patient turned off the stimulation, and the pain went away. The patient did not report any falls or anything they can think of that could have caused the migration. The physician did take an x-ray of the migration, but the clinical specialist did not have access to it. The patient had their revision surgery of the tined lead. They kept the same ins. The patient is doing great with symptoms and is happy with results from the revision.